Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that a decrease in the device battery longevity was exhibited. An inquiry was sent to technical services (ts). No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that a decrease in the device battery longevity was exhibited. An inquiry was sent to technical services (ts). No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.